Event description:
A report was received that the patient was experiencing discomfort at the pocket site. The patient underwent a revision wherein the physician elected to replace the ipg with a new one. The patient was reportedly doing well following the procedure.

Manufacturer narrative:
The explanted ipg was not returned to bsn as it was discarded by the medical facility.